Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that there was an alleged malfunction, power source problems leading to undetermined longevity. The patient also reported heart rates above the programmed rate and episodes of syncope. The device remains in use. No further patient complications were reported as a result of this event.